Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was delayed as the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the x-ray tube was defective and needed to be replaced. The issue was solved by the third-party subcontractor service; no further on-site work was performed by philips as philips servicing was cancelled by the customer. After service by the third-party contractor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.